Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 476 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for four days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization but insulin pump was removed while hospitalized. Troubleshooting could not be performed on insulin pump as customer did not have insulin pump at time of call. No further information provided.